Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 12 days of wear and the customer was unable to obtain readings and monitor glucose levels via sensor scan. As a result, customer experienced symptoms described as vomiting, nausea, "fast breathing", and high ketones and had contact with an hcp who provided treatment of "insulin every hour" (dose/type unspecified) for a diagnosis of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: sections d-4 (expiration date) and (device mfg date) have been updated. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 12 days of wear and the customer was unable to obtain readings and monitor glucose levels via sensor scan. As a result, customer experienced symptoms described as vomiting, nausea, "fast breathing", and high ketones and had contact with an hcp who provided treatment of "insulin every hour" (dose/type unspecified) for a diagnosis of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event.